Event description:
It was reported, the customer had repeated no delivery alarms during bolus deliveries. It was also found the customer had a off no power alarm on their insulin pump. The customer's blood glucose was 190 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Customer also stated they did not have a bent cannula. Customer was advised of a possible site occlusion. The customer also reported using their tubing for more than three days. Customer was advised against this practice. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.